Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, approximately 5 years post implantation of a sapien xt valve in the aortic position the patient underwent a valve-in-valve with a 20mm sapien 3 ultra valve. The reason for the valve-in-valve was due to stenosis. Per medical records review, the patient has history of 2 previous aortic valve replacements, one with an open surgical replacement and a tavr procedure a few years prior. The patient was found to now have developed critical aortic stenosis again. An echocardiogram done reported a mean gradient of 39 mmhg and an aortic valve area of 0.4 cm2. The patient underwent a valve in valve tavr procedure with a 20mm sapien 3 ultra valve due to stenosis of the thv. Post deployment of the sapien 3 ultra valve post op echocardiogram showed no paravalvular leak and a mean gradient of 11 mmhg and a calculated area of 1.8 cm2. The valve in valve procedure was completed with no complications. Post operative day 1 tte reported mild aortic paravalvular regurgitation, mean gradient 43 mmhg, and aortic valve area of 0.94 cm2. The patient was discharged on post operative day 9.

Event description:
Per at the beginning of the tavr case a tte done demonstrated severe calcific aortic valve stenosis (of the xt valve) with a peak gradient of 75 mmhg, mean gradient 45 mmhg. There was severe lv dysfunction with an lv ejection fraction of 30-35 % and severe mitral regurgitation (mr). The patient presented with acute-on-chronic heart failure associated with deterioration of the tavr bioprosthetic valve and was diagnosed with severe bioprosthetic aortic valve stenosis. The patient symptoms improved after the tavr viviv procedure. At the 30-day follow-up visit the patient's heart failure symptoms improved considerably.

Manufacturer narrative:
A supplemental MDR is being submitted for review of additional medical records received. Section b5 and h10 has been updated. The additional medical records were taken into consideration of the complaint conclusion.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b1, b7, g6, h2, h6: health effect - impact code, device code(s), type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned and no images were provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The complaint was confirmed from the medical record . The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. An edwards lifesciences technical summary has been documented for the evaluation on sapien xt, sapien 3, and sapien 3 ultra valves, and calcification has been documented and is applicable to this complaint as it reports of sapien xt valve calcification approximately 5 years post-implantation. Per the instructions for use (IFU), structural valve deterioration (calcification) is listed as known potential risks associated with the device. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower structural valve deterioration rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Review of medical record revealed that the patient has a past medical history of diabetes mellitus, daily steroid use for inflammatory condition, and dyslipidemia, it is possible that these may have contributed to the event. As such, available information suggests that patient factors (pre-existing comorbidities, progression of the patient disease processes) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment is required.